Event description:
It was reported to that the evis exera iii video system center was not able to display an image during preparation for usage in an unspecified procedure. It was also noted that none of the sdi output connector worked. There was no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event of the sdi output connector not working was not confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the sdi output connector not working could not be identified, nor could the reported event be duplicated. Olympus will continue to monitor field performance for this device.